Manufacturer narrative:
On the june 24th, the user's wife e-mailed dario again and stated that she is going to ask her doctor for a prescription for a non-dario meter. Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6) 2024, the user's wife contacted dario to report high blood glucose (bg) readings. The user's wife reported receiving bg readings from her dario meter that were 150 mg/dl higher than her usual bg readings, and higher than her husband's meter.